Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, patient had some bleeding at impella surgical access site and additional sutures were placed at surgical site resolving bleeding. The cause of the access site bleeding issue was most likely use related per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient experienced some bleeding from their impella access site during support. Additional sutures were placed at the site and a unit of blood was given to the patient to treat the condition. Support continued with the implanted pump following the intervention.